Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pyxis had a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station black screen. The field service engineer (fse) plugged in the auxiliary power and confirmed the station powered on. Each drawer was unplugged one by one to isolate the issue, and it was determined that drawer 3 was causing the failure. Using a multimeter, the fse identified that drawer controller 3.2 had failed. The faulty controller was replaced successfully. The system functioned as intended after the field service engineer repaired the device.